Manufacturer narrative:
Device evaluation: the pump was returned with tubing attached to an infusion bag containing saline solution. White plastic particles were floating inside the pump housing and inside the attached saline infusion bag. An accumulation of the plastic material was also present on the base of the pump¿s impeller. Scratches were present on the bottom side of the impeller and dents and deformations were observed on the outer diameter of the lower pump housing. The dents and deformations were found near the groove of the pump¿s locking mechanism. The observed dents appeared to have been likely caused by abrasion against the screw of the motor¿s locking feature as a result of the pump being incorrectly mounted onto the motor. As a result, the pump housing was likely positioned in such a way that the impeller was touching the pump housing while the motor was running, causing friction against the bottom of the pump housing and damage to both the impeller and pump housing, which would release plastic particles into the pump housing and priming circuit. The event was able to be reproduced by incorrectly mounting a new pump onto an in-house motor and operating the pump without being connected to a priming circuit. After a few minutes of operation, similar plastic deformations were observed on the pump housing and impeller. The returned pump with the priming intact was inserted into an in-house motor correctly and operated as intended at several pump speeds. No rattling or other noises were heard while the returned pump was operating and the impeller did not appear to operate erratically or contact the side walls or base of the pump housing. The returned pump always operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The unit was not used on a patient. (B)(4). Approximate age of device ¿ 2 hours. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an extracorporeal circulatory support pump circuit was primed and run in a closed loop in anticipation of a planned routine change out later in the day. After approximately 2 hours had elapsed during the priming of the device, particulate matter was discovered in the priming solution within the circuit. Upon further examination, a circular groove that was scored into the bottom of the magnet of the pump was discovered. The groove corresponded to a raised circle on the inside surface of the housing of the blood pump. Another device was primed and used on the patient with no issues. The event occurred during priming of the device which was not used on the patient. There was no delay or interruption in extracorporeal circulatory support as this was a planned, routine pump circuit exchange.